Event description:
The customer's blood glucose was tested using her contour meter and the reading was 278 mg/dl. Paramedics were called due to the high reading. When paramedics arrived, they tested the customer's glucose and received a reading of 41 mg/dl. The customer was hospitalized for 3 days. It's not known what type of treatment the customer received. The customer was advised to return her test strips for eval. Replacement test strips and a new meter were sent to the customer.